Event description:
It was reported that multiple spectrum infusion pumps "have a tendency to siphon". Any patient involvement injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device were returned to baxter for evaluation and therefore an evaluation could not be completed. If the devices are returned, an evaluation will be completed and a supplemental report will be submitted.